Manufacturer narrative:
Device manufacture date: 04/05/2016-04/06/2016. Additional information added to device available for evaluation?, device evaluated by MFR?, device manufacture date, additional MFR narrative. The actual device and companion were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The companion sample was visually inspected and no abnormalities were identified that could have contributed to the reported condition. The actual sample was visually inspected and revealed separation of the y-site and tubing on the tail end. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke apart and leaked while repositioning a patient. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.